Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. The liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The liner and modular head were removed and replaced.